Event description:
A nurse reported to baxter singapore of a flo-gard IV solution administration set in which the "product received with snapped tubing in 2 pieces." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. Visual inspection to the tube end revealed sealing marks of the packaging machine thus revealing that the tube end which contained the luer lock was sealed and cut off by the packaging machine confirming the reported condition. The root cause of this condition was assigned to the tube end being cut by the packaging machine. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.